Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01439. It was reported patient experienced ineffective therapy and diagnostics indicated high impedances. As a result, patient underwent surgical intervention where the leads were explanted and replaced. Reportedly effective therapy was restored.